Event description:
On (B)(6) 2004, the pt was implanted with three gore excluder bifurcated endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2013, the pt underwent an intervention to treat aneurysm sac enlargement w/o the presence of type I endoleak. It was reported the sac enlargement was occurring as a result of serous fluid leaking into the aneurysm sac. The original devices were relined with three add'l devices. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-released specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The devices initially implanted in this pt were the original gore excluder bifurcated endoprostheses. (B)(4).